Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was not able to calibrate sensor. During troubleshooting, customer was advised to remove sensor. Customer reported that out of 9 sensors removed and saved, most had missing cannulas. Customer's blood glucose was 8.5 mmol/l. Sensors would be replaced.